Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a high blood glucose of 500 mg/dl. Customer also reported that the current blood glucose value was 444 mg/dl. Customer treated for high blood glucose with insulin pump. Customer stated symptoms related to high blood glucose that was thirsty. Customer had been using insulin pump within 48 hours of reported high blood glucose event. Customer also reported that they had been using auto mode feature was in use at the time of high blood glucose event. Customer alleged that the insulin pump was under delivering of insulin due to high blood glucose. Insulin pump will not be returned for analysis.